Manufacturer narrative:
H4: the lot was manufactured from february 23, 2022 - february 24, 2022. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photo which observed a leak from the front side of the container at the spike port bonding area. The issue was identified as a spike port bonding defect between the spike port tube and the spike port causing a leak. The reported condition was verified. The cause of the condition could not be determined; however, the most likely cause was due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted to the spike port during the manufacturing process causing an incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter city: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from the infusion port. The leak was discovered prior to use. There was no patient involvement. No additional information is available.